Event description:
It was reported the customer received a motor error alarm while attempting to rewind their insulin pump. The customer also stated the insulin pump's motor was clicking, but not engaging. Customer's blood glucose was 214 mg/dl. The customer stated they had exposed their insulin pump to moisture a few weeks ago. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.